Manufacturer narrative:
Submit date: 11/10/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lap sponge from within a major kit. The customer reports fraying resulted in the physician having to clean the wound.